Event description:
The event is reported as: the customer alleges that during intubation the light on the blade flickered on and off. Another handle was used and the light came on correctly. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.